Event description:
An l3-l5 mis tlif procedure was performed in 2008. Approximately one month later, it was noted the rod on the left side had pulled out of the multi-axial screw body and one of the set screws on the right side had backed out of the right side. A revision surgery was performed at about one month later to replace the entire system.

Manufacturer narrative:
Evaluation method and evaluation results - device was not returned to manufacturer; no evaluation could be performed.